Event description:
A doctor contacted baxter italy regarding a connection issue with a locking titanium adapter. The doctor stated that the locking titanium adapter would not connect with the peritoneal catheter. There was no patient involvement and there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no sample evaluation could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). Correction: a companion sample was returned for evaluation. Evaluation summary: this complaint for a connection issue was not confirmed and the root cause could not be determined. A companion sample evaluation was performed. The titanium adapter was visually inspected and no defects were found. All relevant critical dimensions relating to the connection of the titanium adapter to the pd catheter were measured and were within specification limits.